Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and endometriosis. In 2009, the patient had essure inserted. In 2016, the patient experienced menometrorrhagia (seriousness criterion intervention required). On an unknown date, the patient experienced asthenia ("intense asthenia"), vertigo ("vertigo"), arthralgia ("diffuse arthralgia"), tendon disorder ("diffuse tendinopathy"), depressed mood ("a depressive tendency") and amnesia ("memory loss"). The patient was treated with surgery (hysteroscopy in 2016, essure removal by laparoscopic bilateral cornuectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menometrorrhagia had resolved and the asthenia, vertigo, arthralgia, tendon disorder, depressed mood and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, depressed mood, menometrorrhagia, tendon disorder and vertigo with essure. The reporter commented: the essure withdrawal was performed at the patient's request. Medical devices were kept. Incident description: following the insertion of essures in 2009, the female patient complains of intense asthenia, a depressive tendency, memory loss, diffuse arthralgia and tendinopathy, as well as vertigo for which the exploration and neurology investigations did not reveal any etiology. Menometrorrhagia in 2016. When explanted, regular cycles and abundance of menstruation normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Laparoscopy - on (B)(6) 2020: essure removal. Bilateral cornuectomy and resection of endometrial lesions in the inter-vesico-urinary space and the root of the left uterosacral ligament. Neurological examination - on an unknown date: did not reveal any etiology of the vertigo. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of menometrorrhagia ('menometrorrhagia'). In a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida ii, parity 2 and endometriosis. In 2009, the patient had essure inserted. In 2016, the patient experienced menometrorrhagia (seriousness criterion intervention required). On an unknown date, the patient experienced asthenia ("intense asthenia"), vertigo ("vertigo"), arthralgia ("diffuse arthralgia"), tendon disorder ("diffuse tendinopathy"), depressed mood ("a depressive tendency") and amnesia ("memory loss"). The patient was treated with surgery (hysteroscopy in 2016, essure removal by laparoscopic bilateral cornuectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menometrorrhagia had resolved. And the asthenia, vertigo, arthralgia, tendon disorder, depressed mood and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, depressed mood, menometrorrhagia, tendon disorder and vertigo with essure. The reporter commented: the essure withdrawal was performed at the patient's request. Medical devices were kept. Incident description: following the insertion of essures in 2009, the female patient complains of intense asthenia, a depressive tendency, memory loss, diffuse arthralgia and tendinopathy, as well as vertigo. For which the exploration and neurology investigations did not reveal any etiology. Menometrorrhagia in 2016. When explanted, regular cycles and abundance of menstruation normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 20.9 kg/sqm. Laparoscopy: on (B)(6) 2020, essure removal: bilateral cornuectomy and resection of endometrial lesions in the inter-vesico-urinary space/ and the root of the left uterosacral ligament.; neurological examination: on an unknown date, did not reveal any etiology of the vertigo. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jan-2022, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and endometriosis. In 2009, the patient had essure inserted. In 2016, the patient experienced menometrorrhagia (seriousness criterion intervention required). On an unknown date, the patient experienced asthenia ("intense asthenia"), vertigo ("vertigo"), arthralgia ("diffuse arthralgia"), tendon disorder ("diffuse tendinopathy"), depressed mood ("a depressive tendency") and amnesia ("memory loss"). The patient was treated with surgery (hysteroscopy in 2016, essure removal by laparoscopic bilateral cornuectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menometrorrhagia had resolved and the asthenia, vertigo, arthralgia, tendon disorder, depressed mood and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, depressed mood, menometrorrhagia, tendon disorder and vertigo with essure. The reporter commented: the essure withdrawal was performed at the patient's request. Medical devices were kept. Incident description: following the insertion of essures in 2009, the female patient complains of intense asthenia, a depressive tendency, memory loss, diffuse arthralgia and tendinopathy, as well as vertigo for which the exploration and neurology investigations did not reveal any etiology. Menometrorrhagia in 2016. When explanted, regular cycles and abundance of menstruation normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Laparoscopy - on (B)(6) 2020: essure removal. Bilateral cornuectomy and resection of endometrial lesions in the inter-vesico-urinary space and the root of the left uterosacral ligament. Neurological examination - on an unknown date: did not reveal any etiology of the vertigo. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 16-feb-2022: quality safety evaluation of ptc. We received the sample in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.